Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that rotating knob of device is not working fine. There¿s no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was not exactly identified. The reported problem was confirmed. Based on the information available, field service engineer replaced dfm100 assy code board 2.1 to fix the issue. The device was operational after replacement of dfm100 assy code board 2.1. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.